Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery on (B)(6) 2016 to "remove infected mesh, small bowel resection and drainage of abscess." Additionally, the information provided alleges that the patient underwent another surgery post explant of the mesh on (B)(6) 2016 for "excision of old scar, lysis of adhesions and recurrent ventral incisional hernia." Medical records are not available at this time, however, recurrence and ahesions are known inherent risks of hernia repair surgery. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of a ventral wall hernia. A bard/davol ventrio hernia patch mesh, reference number 0010212, lot number huwh1330 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to remove infected mesh, small bowel resection and drainage of abscess. On (B)(6) 2016: the patient underwent another additional surgery for excision of old scar, lysis of adhesions and recurrent ventral incisional hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery on (B)(6) 2016 to "remove infected mesh, small bowel resection and drainage of abscess." Additionally, the information provided alleges that the patient underwent another surgery post explant of the mesh on (B)(6) 2016 for "excision of old scar, lysis of adhesions and recurrent ventral incisional hernia." Medical records are not available at this time, however, recurrence and ahesions are known inherent risks of hernia repair surgery. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 11 months post implant of ventrio mesh, patient was diagnosed with infection, abscess, fistula and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and hernia as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of a ventral wall hernia. A bard/davol ventrio hernia patch mesh, reference number 0010212, lot number huwh1330 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to remove infected mesh, small bowel resection and drainage of abscess. (B)(6) 2016: the patient underwent another additional surgery for excision of old scar, lysis of adhesions and recurrent ventral incisional hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with large supraumbilical ventral incisional hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, "bowel was adhesed to the abdominal wall and this was taken down. A ventrio mesh was inserted in the defect and secured to the overlying muscular fascia with suture.¿ (B)(6) 2016 - patient was diagnosed with infected abdominal wall mesh with abscess thereby underwent exploratory laparotomy, small bowel resection with removal of infected mesh. Per operative notes, "abdominal wall mesh was encountered which was grasped and removed intact. There was an obvious small bowel fistula. A small area of small bowel had been adhered to the mesh and adhesions were taken down. The abdominal wall abscess was drained during this procedure." Attorney alleges that the patient had abscess, adhesions, bowel/intestine removal, infection, hernia recurrence, mesh removal, excision of scar, pain and emotional injuries.